Event description:
Healthcare professional reported no complaint. Healthcare professional later reported "symmetry". Later, healthcare professional reported "capsular contracture" baker grade iii/ IV and "fold pressing against the lateral aspect". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease / folding of implant: observed. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade unknown.

Event description:
Healthcare professional reported, "capsular contracture, grade unknown". This record is for the left side. Device was explanted and replaced. Treatment: device removal, capsulectomy.